Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The hc was with a se 2240 in dwell 1 of 4 and per the home patient (hp) the supply bag was still frozen. The baxter technical service representative (tsr) explained the alarm and helped the hp to clear the alarm by turning the hc off and on. The hc now had a se 2367 and the tsr asked them to turn off and on the hc. The hc was back to press go to start and the tsr helped the hp to remove the cassette and bag. Per the hp, she would do a manual in the morning. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies except the frozen bag. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies would finish with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 12 and she was not aware of the patient having had that alarm. As far as she knows the patient has been completing therapy successfully. She would discuss the alarm with the patient the next time they come in for their appointment. There was patient involvement but no reported patient injury or medical intervention. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.